Manufacturer narrative:
At the time this event was reported, the subject device had not been explanted. Synthes is unable to provide the date of manufacture without a lot number provided or the subject device returned. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.

Event description:
Pt's family member reported that the pt experienced pain after implant of an lcp plate. X-ray showed the plate had broken. The pt is seeking a second opinion and may require additional surgery.